Event description:
Litigation alleges pain, discomfort and metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2663662 and 2320486 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional info: update 12/12/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, synovitis, and fine wear markings between the liner/cup. The cup was noted to be somewhat anteverted, but no mention of malpositioning and the cup wasn't revised. The cup isn't being reported at this time. There was no mention of metallosis. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2663662 and 2320486 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.